Manufacturer narrative:
Manufacturer's investigation conclusion: the reported that the patient was unable to perform a self-test on their controller was not confirmed. The system controller (B)(6) was returned for analysis and the event log file was downloaded from the returned controller showing events spanning approximately 9 days (03may2021 ¿ 12may2021 per time stamp). No self-test was performed throughout the duration of the log file. There were silence alarm button pressed flags captured multiple times on 11may2021 between 09:51 and 09:54 and on 12may2021 between 08:41 and 08:43. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event of the system controller was unable to start the self-test was unable to be reproduced. The root cause for the reported event was not conclusively determined through this analysis. Heartmate 3 patient handbook under section ¿how your pump works-the system controller self-test¿ and heartmate 3 instructions for use, under section 2 ¿system operations-performing a system controller self-test¿ explain how to perform a self-test. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate3 system controller (B)(6) was shipped to the customer on 10aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in the past two weeks before their follow up in clinic, the patient was unable to start the self-test on their controller. The ventricular assist device (vad) coordinator was also not able to start the test during the follow up. The vad coordinator also reported that the battery button of the controller seemed to be stiff, so the battery level cannot be reliably checked. The patient's controller was exchanged.